Event description:
The customer stated that the reservoir had holes on the barrel. The customer stated that there were air bubbles in the reservoir due to the holes. Advised the customer to return the reservoirs for analysis and explained that he will receive replacements.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.